Event description:
A notification from abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received and noted the patient endured non-sustained ventricular tachycardia (nsvt) with a "possible" relationship to the impella device used. The patient with non-ischemic cardiomyopathy was successfully implanted with an impella 5.5 device via the right axillary artery access for mechanical circulatory support. Approximately two days after the start of support, the patient experienced occasional nsvt runs when aggressively moving around, self-limiting. Electrolyte replacement was decreased. Adenosine was administered, but there was no response with sustained termination of the ventricular tachycardia. However, the patient was noted to be hemodynamically stable, and following, it was noted the patient did recover with no sequelae. The patient, denied a transplant at such time and remained on support as a bridge to left ventricular assist device (lvad). Later, 24 days after start of support, the impella 5.5 was successfully explanted, and the lvad was placed. Another notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding that the patient that endured acute blood loss anemia with a "probable" relationship to the impella device used: ¿h/h has persistently been dropping slowly, most likely in setting of impella insertion and hematoma formation at site. H/h 8.5/25.5 this am. Platelets remain stable at 55. Patient is asymptomatic, great bp off pressor support. Secondary to open heart surgery, expected. Hemoglobin on admit 8.3, lowest 7.3 (B)(6) 2024, 10.2 discharge.¿. The patient recovered with no sequelae. Additionally, another notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured thrombocytopenia with a "possible" relationship to the impella device used: ¿most likely consumptive secondary to impella placement and hematoma present at insertion site. Platelet drop is within ~3-4 days, which is not c/w hit picture (and no prior heparin exposure).¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis, ventricular tachycardia (vt), and thrombocytopenia has been completed. Data logs showed pump ran without issue during support. There were suction positioning alarms triggered during the case but resolved. Product was not returned for review. The root cause of hemolysis, vt, and thrombocytopenia was unable to be determined as limited clinical details were provided and no product was returned for review.